Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, lot not displayed, exp: 1apr2021, heparin sodium in 5% dextrose injection. The affected product 8100 pump module, s/n (B)(4) was not received, however, the customer returned the administration set that was in use during the event which has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the nurse initiated a primary infusion of heparin 25,000units/d5w 250ml to infuse at a rate of 11ml/hour. Approximately 40 minutes later, the device alarmed for "air-in-line." Upon assessment, the heparin bag was found to be empty. The nurse clamped the tubing set and stopped the infusion. The customer later stated that the patient required additional monitoring and frequent lab work until the inr returned to normal. No additional medications were administered or required.

Event description:
It was reported that the rn initiated a primary infusion of heparin 25,000units/d5w 250ml to infuse at a rate of 11ml/hour. Approximately (40) forty minutes later, the device alarmed for; "air-in-line". Upon assessment, the heparin bag was found to be empty. The rn clamped the tubing set and stopped the infusion. The customer later stated that the patient required additional monitoring and frequent lab work until the inr returned to normal. No additional medications were administered or required. Received a copy of the customer's medwatch report from FDA which states, ¿patient was receiving a heparin infusion that was delivered through an IV pump the rate and amount of the infusion were programed into the pump the infusion was programed at 11cc/hr with the infusion total at 200cc .the entire 200cc of heparin was infused into the patient in less than (1) hour".

Manufacturer narrative:
The customer¿s concerns that the pump module alarmed for air-in-line and the 250ml heparin IV bag was found empty was not confirmed or replicated during testing. The source pump module was not returned by the customer, an examination and testing of the source device could not be performed. The primary set was inspected for incomplete bonding engagements, holes/tears in the tubing and for damaged smartsites. No anomalies were observed with the primary set. The customer did not return the device logs, the heparin infusion and the infusion parameters could not be confirmed. The returned used administration set was functionally tested. There were no irregularities observed during testing. The returned used administration set was tested for rate accuracy in a test pump module. The test device with the customer returned administration set delivered IV fluids in specification. During testing there were no observations of unregulated flow. The source disposable set (model 2426-0007) was evaluated for concentricity and was found to be in specification. The root cause of the customer¿s complaint of an over infusion was not identified.